Event description:
Per the clinic, the patient experienced a head injury resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2012.